Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, it was revealed that the pacemaker's battery longevity estimate was inaccurate. No interventions were made. The patient will have a routine follow up check. The patient was stable.